Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to loosening of the tibial component.

Manufacturer narrative:
This follow-up report is being filed to relay additional information received to this complaint. No product was returned; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. This device is used for treatment. Neither compatability check or complaint history search could be reviewed as product identification has been requested but not provided. Surgical notes were not provided. A definitive root cause cannot be determined with the information provided. This is a known risk and is also mentioned in the nexgen complete knee solutions package insert, which states, ¿loosening or fracture/damage of the prosthetic knee components or surrounding tissue¿ as a known adverse effect. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.